Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830 batch # 4305221 verbatim: detail: product quality, bd medical, catalog number 302830, lot number 4305221, contract number (B)(4), coid 31202 nurse drew up saline irrigation in preparation to inject in IV port. Before hooking syringe up to IV port nurse noted a brown particle floating around in syringe. Saline was not injected to patient's IV port and syringe was bagged for investigation. Nurse believes brown particle originated from sterile syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a brown particle floating around in the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The sample has residues of a clear solution; in the solution is a light brown particle about 1/16" in size. No other defects or imperfections were observed. The sample was sent to a laboratory for additional analysis. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle in an attempt to identify the particle¿s composition. The highest match was to paper towel, which is not used in the manufacturing process. A device history record review was completed for provided material number 302830, lot 4305221. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.